Event description:
The pt was receiving more medication that expected; the expected volume was 6.2, the actual volume was 2.2 for the past 2 refills. No pt symptoms were reported. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.